Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reds3366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product has a hole near to the hub, identified in the preparation of the product for placement at the time of catheter salinization. The device was not used on a patient.